Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: visual and microscopic examination of the returned device identified a shaft break approximately 185mm distal from the catheters strain relief. The distal section of the stent delivery system also had severe kinking stretching for approximately 60mm distally from the proximal edge of the break. The balloon and stent were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No further damage was noted on the returned device which could have contributed to the reported complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a coronary artery stenting treatment procedure, failure to cross the lesion occurred. The target lesion was located in the severely tortuous and severely calcified left circumflex artery (lcx) with 85% stenosis. After pre-dilation using a 2.0x15mm non-bsc balloon catheter, a 2.50x38mm promus element plus was selected and advanced to treat the target lesion; however, the device was unable to cross the lesion. The device was removed intact. The procedure was completed with another same device. No patient complications were reported and the patient's condition was stable. However, the returned device revealed shaft breakage.